Manufacturer narrative:
(B)(4). Device has not been returned. If device is returned, a supplemental report will be filed.

Event description:
According to the reporter, the rotation knob of the device is loose and does not work. This issue presented when loading the reload and checking device performance. A new device was used for the case. There was no delay, injury, or adverse event reported.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one handle opened by the account. The switchblock was biased to one side in relation to the front handle. The eeprom (electrically erasable programmable read only memory) was uploaded and indicated 21 autoclave cycles for the handle. The quick connect was functionally depressed numerous times and displayed no hang-ups or abnormalities. The articulation, close/fire, open and push to fire buttons and knobs were twisted and depressed all showing full functionality. When the rotation knob was twisted it displayed a hang-up in the clockwise direction when the switch block was not being biased. Since the clinical battery and reload were not returned, pmv representative ones were utilized for all functional testing. A pmv battery pack was loaded into the device. The device powered up properly and system calibration was successful indicated by the steady green light above the handle symbol. All five white status lights illuminated indicating less than 15 surgeries remaining on the handle. A pmv representative adapter was inserted onto the handle and calibrated without issue. A pmv reload was inserted onto the adapter and the reload detect led started flashing as intended, indicating that the software recognized the presence of a reload. The reload was closed and then opened to change the flashing green reload detect led to a solid green state. When the rotation knob was twisted it displayed a hang-up in the clockwise direction when the switch block was not being biased. The device continued to rotate in the clockwise direction without pressing the rotation button. The pmv reload was then cycled without hesitation or binding. The reload loaded, unloaded, articulated, and opened/closed properly and without difficulty. The switchblock was biased to one side in relation to the front handle which creates a binding condition between the rocker assembly and a boss feature in the front handle. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4). Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.